Event description:
It was reported that the right ventricular (rv) lead showed impedances have been trending down since implant of the shock patches. An alert triggered for low impedance on the rv defib and superior vena cava (svc) coils. The alert was cleared and the two rv leads remain in use with more frequent follow-up checks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted (B)(6) 2007; 511211 x2 lead, implanted (B)(6) 2015. (B)(4).